Event description:
It was reported that a patient underwent a surgery using an interspinous spacer at l4/l5 on (B)(6) 2012. Thirty-seven days post-op, a postoperative 1-month imaging examination (i.e., x-ray) was performed, revealing that the interspinous space between l4 and l5 was not maintained as intended along with inappropriate spacer position. It was reported that the implant migrated somewhat downward and unintended space was found between the device and the l4 spinous process. No additional surgery and other treatment were performed. The event outcome was reported to be no health damage on 21 sept 2012. The physician commented that intraoperative implant insertion error at l5/s1 before right placement could be involved in the event onset. It was also reported that the patient experienced wound pain during hospitalization, leading to prolonged hospital stay.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.